Event description:
It was reported that the pt's device was "pushed up" and the pocket was loose, because she lost weight. The pt could not feel the stimulation and it was noted it only helped "a little." Further info from her physician noted a decreased lack of effect and discomfort as the wire was close to the pt's skin. An x-ray was normal. The neurostimulator was repositioned. There were no injuries and the pt recovered without sequelae. The physician did not attribute the events to the device.

Manufacturer narrative:
(B) (4).